Event description:
It was reported that cartridge leaked insulin, with issue occurring four times on same day and insulin spewing from top of cartridge once engaged with pump, possibly due to patient inadvertently removing a piece during fill step. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, and technical support arranged replacement cartridge.